Event description:
It was reported that while using the surgical fiber during a prostate procedure, "significantly diminished vaporization efficiency" at 103,704 joules of use. The case was completed using a second fiber. Patient outcome: "ok, no harm to patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #341a; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate detritus adhesion; the glass cap exhibits moderate devitrification; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.